Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon and vessel rupture occurred. The 90% stenosed lesion was located in the moderately tortuous antebrachial av fistula. The 2.0 x 20mm sterling over-the-wire balloon catheter was advanced across the lesion and inflated to 14 atm, the duration of the inflation is unk. Upon the second inflation at 14 atm for 60 seconds, the balloon ruptured. The 2.0 x 20mm sterling over-the-wire balloon catheter was removed from the pt. Contrast media leakage near the lesion was confirmed under fluoroscopy. The physician suspected that the blood vessel had ruptured. The pt experienced a hematoma. Compression was performed and the procedure was completed. The pt's condition was reported as "good".

Manufacturer narrative:
Product analysis revealed a balloon burst/rupture. A longitudinal tear was noted in the balloon wall measuring 16 millimeters in length. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. No issues were noted with the balloon material. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.